Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging that the patient developed sores, impetigo/staph infections, and the caller is "99% sure it is from the device." The device is also noted as a recalled unit. The patient required medical intervention. The patient has been prescribed with ointment and will be seeing a disease doctor on (B)(6) 2025.the device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.